Event description:
Additional information received from the patient in response to follow-up reported that, when it was turned off, it would blink 3 times and then shut down. They thought it was not turning off.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included non-malignant p ain. The patient reported their stimulation was intermittently turning on by itself since (B)(6) 2015. The patient was going to verify the next time stimulation turned back on whether the lightning bolt was in the upper left corner of the programmer screen before and after turning stimulation off and document the results. The patient was not sure if they had pushed the wrong button or not, and will continue to monitor the issue. The patient stated that when they push the gray button on the programmer, the ins does turn off, but then turns back on again. It was reported that the patient was unaware they had to charge the ins, and that they were never shown how to charge the ins. The patient interrogated the ins with the programmer and it showed an icon that the ins battery was low and needed to be charged. The patient stated that they tried to charge the ins last week, and that the last time they felt stimulation was last week. The patient was able to begin a recharge session with 4 coupling boxes. When the antenna dial was turned, the boxes decreased to 2. The antenna locator feature was reviewed, and the patient was able to get all 8 coupling boxes. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.